Manufacturer narrative:
Analysis was not performed; however, remote service personnel communicated with the customer biomed who indicated the front input parameter board was faulty. The customer was provided a part number to order a front input parameter board, as well as information regarding how to complete an invasive pressure measurement performance check. Based on the results of the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty front input parameter board. The issue was resolved by providing a part ID to replace the faulty part, as well as information for testing. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Event description:
Philips received a complaint on and intellivue multi measurement server x2 indicating that the invasive blood pressure (ibp) reading is incorrect. The device was in use on a patient at time of event, there was no adverse event reported.